Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead system exhibited loss of capture (loc) with unknown duration of asystole. Attempts to obtain additional information were unsuccessful. The system remains in service. No additional adverse patient effects were reported.